Manufacturer narrative:
Additional information was received on april 28th, 2025, stating that the distributor received the pump for investigation. The pump history for october 13th,2024, revealed that the customer did not enter carbohydrates into the calculator and requested a 15 unit bolus. During troubleshooting, a new cartridge was loaded onto the pump and 5 unit bolus was delivered successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Reportedly, the pump had delivered a 16-unit bolus instead of a 2-unit bolus intended to be delivered. There was no reported impact to customer's blood glucose. No additional information was provided.